Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have two 2 bent grips, causing them to be misaligned. The offset at the tips was 0.25mm. The grips were not found to be cracked. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip loaded with no issue outside or inside the patient. It's when the doctor tried to apply it to the tissue the clip was not able to clamp down on the vessels. The clip was not able to close at all on the vessels. The site did not attempt to remove the clip. The surgeon did not experience any instrument motion and the clip was not closing on the vessel, surgeon did not want to try it again since he was on a vessel and was not sure what was the issue exactly with the instruments. There were 36 more uses left with the clip. The site used another instruments. The instrument sent the instrument back to isi. There are no photos or videos available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was not closing properly with the cli9p on it. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.